Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to the misaligned insertion of the device during insertion with the mating part.

Event description:
On 4/27/2023, it was reported by a sales representative via email that an ar-9560-24-4 modulas baseplate became disengaged from an ar-9561-35s central screw when the first ar-9563-36 peripheral screw was inserted. The head of the ar-9563-36 peripheral screw was stripped. The surgeon removed everything from inside the patient and opened a new ar-9560-24-4 modulas baseplate, an ar-9561-35s central screw, and an ar-9563-36 peripheral screw to complete the case. The surgeon ensured the central screw was well seated on the baseplate while on the back table before implanting the new products. This was discovered during a procedure on (B)(6) 2023. Additional information received on 5/1/2023: this was discovered during an rts and completed with another ar-9560-24-4 modulas baseplate, ar-9561-35s central screw, and ar-9563-36 peripheral screw.